Manufacturer narrative:
Patient city: erl. Patient country: austria. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the country austria. It was reported that the patient experienced infusion set tape was not sticking due to young girl who is active and plays alot and the event occured on 09 mar 2026. No further information available